Event description:
It was reported that one of the patient's leads had high impedance on multiple contacts which prevented the system from entering MRI mode. The patient noted an increase in pain since their last programming session. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000086362.

Manufacturer narrative:
A patient's lead had high impedance on multiple contacts which prevented the system from entering MRI mode was reported to abbott. The patient noted an increase in pain since their last programming session. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.